Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that during preparation of the sheath it was observed that the tube was broken at the valve/tap. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that during preparation of the sheath it was observed that the tube was broken at the valve/tap. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned. It was further reported the luer was broken. The irrigation was done with a 10 ml saline injection.